Manufacturer narrative:
The pod was received with the cannula deployed. Damages were seen on the bottom housing where the cannula emerged. These damages indicate an improper insertion of the cannula sub-assembly into the bottom housing and environmental seal, causing the needle to deploy partly into the bottom housing.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed 10 to 15 minutes late when the pod was deactivated; this indicates a needle mechanism failure. The pod was not worn.